Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned one reciproc file r25 8/100 31mm 025 in loose and four unused instruments. The file in loose actually does not hold into contra-angle because the flat's length on the latch part is too short. Moreover, the handle has not the required overall length. Nothing unusual to report was found during dhrs review (batches #1551101 and #1551489). A sporadic cutting-off machine fail is at the origin of the issue. Root cause is equipment. Involved cutting-off machine is # (B)(4). For information, the unused files have been tested with a contra-angle and properly hold inside. No fault was found with these instruments. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it was reported that a reciproc file could not fit in the contra angle. After our investigation we were informed that this instrument can be fitted in a contra angle but cannot be fixed in contra angle due to a dimensional issue of the latch. The event outcome is unknown as of this MDR evaluation.